Manufacturer narrative:
Average age, majority gender. Date of publication: mid-term clinical outcomes of new generation drug-eluting stents for treatment of diffuse coronary artery disease. Doi: 10.5543/tkda.2018.62678. If information is provided in the future, a supplemental report will be issued.

Event description:
A total of 71 patients (with 75 coronary vessels) treated with new-generation des for diffuse cad were enrolled in the study. Zotaro limus-eluting stents -resolute integrity, resolute onyx were used in 48 vessels and non medtronic stents were used in 27 vessels. There were 48 right coronary artery and 22 left anterior descending artery procedures. Clinical outcomes reported included 2 deaths (1 cardiac death). One case of subacute stent thrombosis was observed after the index procedure, and it was treated successfully with balloon angioplasty. There was 1 case of retroperitoneal haemorrhage, and the patient was stabilized after a blood transfusion. Peri-interventional myocardial infarction also reported.